Event description:
It was reported that a homechoice automated pd set with cassette had a leak on the patient line while priming. This was further described as the patient discovered a "crack" at the connector of the set. This was identified during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.